Event description:
During a bypass procedure, blood leaked from the venous inlet port of the oxygenator. A total blood loss of approx 20 ml was reported. No pt injury or further complications occurred.